Event description:
It was reported that by inserting anchor into the site and blocking the suture, the internal locking device sutures and removes the settler, it exits inside the setter, losing suture fixation whereby the anchor must be removed. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.